Manufacturer narrative:
No devices or photos were received; therefore the condition of the components is unknown. The part and lot numbers are unknown; therefore the device history records could not be reviewed. This device is used for treatment. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. A definitive root cause for the patient's pain cannot be determined with the information provided.

Event description:
It is reported that the patient is experiencing pain.